Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
The patient reported that since implant, when they would move from standing to supine position and change bodyweight, there would be internal pressure on their wires, spinal cord, and surrounding cerebral spinal fluid, which would cause the intensity of the shocks (patient clarified this as stimulation) to increase and almost double. The patient compared what was occurring to a valsalva, or like when straining to have a bowel movement, where there is an increase of intrathecal pressure in the spinal canal. They mentioned that using the programmer to adjust stimulation manually was a ¿pain.¿ the patient also mentioned that it took time before their programming was adjusted to simultaneously cover their necessary areas. They stated that they had a laminotomy/laminectomy to implant their lead in their lower thoracic area. The patient indicated that prior to their programming being targeted to cover both areas, it was at the threshold of painful burning cramp, right at their lower rib, too high up at their intercostals. They stated that the implant kept ¿shutting down¿ if they didn¿t keep it charged. They also mentioned they had their device ¿cranked up¿, thus it would barely last 1-2 weeks. They noted that sometimes they would take a week or couple of weeks of rest before recharging. The patient stated their device acted as if it would not start back up, and indicated that it became hard to get good coupling, and they would end u p wearing their recharging belt for 48 hours in order to recharge the device. They mentioned they previously discussed over-discharge with a manufacturing representative and healthcare provider over 3 years ago, but had not informed them of their recharging issues. The patient inquired about battery replacement options. They patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome and multiple back operations.